Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not functioning was confirmed. An assessment was performed on the device which found that the unit was not working, and did not function. It was noted that the electric motor was damaged, the spring washer on back of motor was broken in half, the electronic control unit (ecu) was damaged, and the electric motor did not come to an immediate stop when the trigger was released (tested with new electric motor). The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the battery reciprocator device was not functioning. It was reported that there was a ten minute delay in the procedure due to the event and an identical spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.